Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties could not be determined.

Event description:
Related MDR#: 6000093-2006-02640, 6000093-2006-02642. It was reported that 53 days after a coronary stenting treatment procedure death occurred. Initially, the patient presented with "symptoms of left arm pain and hypertension. Cardiac enzymes were abnormal." Results of angiography showed that there was "significant stenosis in the circumflex (cx)" and "moderate to severe stenosis in the posterolateral branch" and "moderate stenosis in the proximal left anterior descending (lad)." A guide catheter was advanced and placed at the ostium of the left main. The lesion was crossed with a non-bsc guidewire and predilated with a 3mm balloon. A 3.5x12mm liberte bare metal stent was placed in the cx and was postdilated 3.9mm. "Final deployment of the stent revealed no residual stenosis in the area of the primary lesion." Medications used during the procedure included reopro and heparin. Two days later the patient returned for treatment on the right coronary artery (rca). "Prior to intervention the rca had a 90% lesion at the crux of the vessel and then beyond this a 95% lesion." A 2.5x10mm cutting balloon of unk type was used to predilate both lesions. A choice pt extra support guidewire was used. A 3.0x16mm taxus express2 drug eluting stent was placed distally in the rca and a 3.5x12mm taxus express2 drug eluting stent was placed at the crux of the vessel. The 3.5x12mm taxus stent was postdilated with a 4.0mm maverick balloon to a vital diameter of 4.25mm. "Final angiographic appearance showed the rca was widely patent with normal flow." Medications used during the procedure included angiomax. The patient had been on plavix. The patient tolerated the procedure well. Fifty one days later the patient presented to the emergency room dead on arrival. The patient experienced a witnessed arrest. There was a time lapse of 25 minutes from the time emergency personnel were called to the time of arrival. The family refused an autopsy. Per the cath lab, cause of death is listed as "natural causes." Clinical impression is myocardial infarction. The relationship between the stents and the cause of death is unk.